Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 479 mg/dl with polydypsia associated with a communication fail during a bolus. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that 0 units of a 1.45 bolus were delivered from the meter. Reportedly, the pump and meter were within range per instructions for use. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: there was error code 40 observed in the meter histories. The meter successfully paired with the test pump; however, failed radio frequency testing. The meter performed a bolus correctly.